Event description:
Child tripped and fell on front steps of house while wearing glasses. Glasses broke at inner hinge between eye piece and ear piece creating jagged edges which lacerated the childs face from the outer corner of the eye to approx 1 inch down the cheek. Wound could not be sutured and md believes a scar will result.